Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's pressure readings appear possible for drift. Once the sensor is stable, recalibration may occur.

Event description:
Additional information gathered revealed recalibration was performed via echo/non-invasive procedure on (B)(6) 2018. The mean was decreased by 23.2 mmhg.